Manufacturer narrative:
(B)(4). This lot was manufactured from october 23, 2014 to october 24, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a leak at the wing cap of the device. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found, related to this reported condition during the manufacture of this lot. Should additional relevant information become available; a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the wing cap of a half day infusor. This was observed after compounding had occurred. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.